Event description:
The device involved with this event was returned to compass health brands and evaluated on 7/20/2017. The customer's complaint could be confirmed from a review of the returned device. The customer stated that the wheel fell off of the rollator - the bolt that threads into the tubing was found to be detached upon return of the components. The threads on the bolt appear to be flattened on the top end of the threading. The inside of the tubing also doesn't appear to be stripped.

Event description:
The initial reporter's mother is reported as having had the rollator for 3 years and 3 months. She said her mother almost died when she fell while using this rollator. The end-user (initial reporter's mother) was getting up, about to walk, the wheel fell of the rollator, and she fell. Her face is black and blue, and has hematomas on her hip and elbow. Her wrist is also split open. She was treated at the ER. End-user's daughter (initial reporter) said she had no choice but to buy a new rollator for her mother since her mother uses a rollator to get around everywhere. The event is reported as having occurred on a linoleum surface. The end-user is also reported as having been pushing the rollator at the time the event had occurred.